Event description:
It was reported that during a breast procedure, clip would not release. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Clear tip sheared at distal tip. Eval summary: no conclusion could be reached based on the analysis results as to why the applier reportedly would not deploy the collagen plug with the clip during surgery. The analysis results found that the sheath was received torn. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.